Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. No physical damage was noted during visual inspection. The archive data could not be downloaded due to error message "system error, out of service, revert to manual CPR" therefore, the archive data could not be reviewed. The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual CPR" displayed upon powering on the device. In addition, the lcd was replaced due to the permanent attachment to the processor board. After processor board replacement, the device was further tested and passed the functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse (B)(4).

Event description:
As reported, during shift check, crew observed that autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon power up. No patient involvement was reported.